Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who confirmed there was no impact to the patient and just wanted reference material on how to place the ECG leads properly. The device was confirmed to be operating per specifications, and no failure was identified. The customer was provided with reference material to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dcu w/o recorder indicating that the electrodes were placed on patient and had low ECG, the electrodes may have not been on the right places. The device was in use on a patient at time of event, there was no adverse event reported.